Manufacturer narrative:
Additional information: g4, h3, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) small volume intermates would not flow after connection to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.